Manufacturer narrative:
Corrosion of the motor was identified as the probable cause of the device running on its own without activation.

Event description:
The micro drill was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.